Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The unexpected medical intervention was likely related to case circumstances. The reported patient effects of dissection is listed in the herculink elite instruction for use as known potential patients effects associated with the use of a stent in peripheral arteries and / or biliary tree. It should be noted that rx herculink elite renal and biliary stent system instructions for (IFU) state: the rx herculink elite renal stent system is indicated for use in patients with atherosclerotic disease of the renal arteries following sub-optimal percutaneous transluminal renal angioplasty (ptra) of a de novo or restenotic atherosclerotic lesion ( greater than 15 mm in length) located within 10 mm of the renal ostium and with a reference vessel diameter of 4.0 - 7.0 mm. Suboptimal ptra is defined as greater than or equal to 50% residual stenosis, greater than or equal to 20 mmhg peak systolic or greater than or equal to 10 mmhg mean translesional pressure gradient, flow limiting dissection, or timi (thrombolysis in myocardial infarction) flow less than or equal to 3. In this case, the IFU violation did not contribute to the reported complaint therefore, no in-service is required. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 1494: incorrect anatomy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is unknown as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in superior mesenteric (sma) artery. A 7x19 herculink stent was used to treat the lesion; however, a dissection occurred. Therefore, a covered stent was used to treat the dissection. A clinically delay in the procedure was reported. The patient was discharged post procedure. No additional information was provided.